Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, noting a discrepancy between the ilet glucose value of 64 mg/dl and a fingerstick value of 46 mg/dl, after earlier elevated glucose that the user believed led to overcorrection; the user requested guidance on algorithm use and whether a factory reset was indicated, and the field team was engaged for follow-up and education. Symptoms included low blood glucose without loss of consciousness or other acute neurologic symptoms. Outcomes included self-management with oral glucose, no need for assistance, and no professional medical intervention. Investigation included customer interview, device use review, and user education and troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause, and the device was functioning but perceived to show discrepant values compared with fingerstick.